Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer parent reported via email --insulin manufacture found silicone from syringe within the insulin vials. (See email below from consumer). Lot#: unknown, catalog#: unknown at this time, date of event: unknown, sample status: unknown. External email: good evening, I am writing to find out about any reports of syringes that were contaminating insulin with lubricating silicone. I kept finding particles floating in my 2 yr old sons insulin within 14 days of opening a bottle. I have been diabetic myself for over 27 years and never come across this problem. Ultimately, I reported this problem to the insulin company and they tested the insulin and found silicone particles within the vial, consistent with that of a lubricant in a syringe. I have the letter from the insulin company. My question is, should this be reported to bd as a problem? I do not think that silicone particles should be injected into my toddler son or anyone for that matter. He lost multiple vials of insulin while this problem was occuring. Again, I have used bd syringes for many years and never experienced anything like this contaminating my insulin. Thank you for your time and assistance.